Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was the knee malpositioned to offset the patient's anatomy? Or was it just not put in correctly? Answer: the revising surgeon suspected the tibial resection had been cut at the incorrect angle causing the issue. Was there malpostioning of all the knee components? Or just specifically the tibial tray? Answer: due to the lcs surgical technique, this also resulted in a slight rotational issue with the femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: corrected: h6 (device). The reported device code use of device issue is being corrected to malposition of device to capture the updated coding.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary knee was placed in varus and the patient was unhappy with the result and complained of instability. Revised to attune revision.